Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to have residue throughout and the device was returned in a fully primed condition.( both the slides in pulled back condition). On functional evaluation, the two slides were able to lock into place. On further evaluation, a drop test was performed using drop test apparatus , where the top slide self-activated. Upon disassembly, it was observed that the left bumper was broken within and it was noted that the tangs did not appear to be damaged or deformed. Therefore, the investigation for the identified self-activation is confirmed as the top slide self-activated during the drop apparatus test. However, the investigation for the reported limited info is kept as inconclusive as there is no specific failure reported. A definitive root cause for the alleged limited information and the identified self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 10/2024).

Event description:
It was reported that during a biopsy procedure, the device was allegedly malfunctioned. No coaxial needle was used. There was no reported patient injury.